Event description:
It was reported that there was unclear image.

Manufacturer narrative:
Alleged failure: lens cracked. Confirmed failure: outer tube damaged (bent, dented),broken rod lens,damaged distal cover glass. Probable root cause: improper cleaning process at assembly. Loss of in-joint pressure. Shipping damage. Use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was unclear image.